Event description:
A female nurse, reported infusion set kinking at a 90 degree angle after one day of use. Patient's blood glucose was elevated to 505 mg/dl. Nurse stated patient felt nauseous as a result of the elevated blood glucose level. Patient was administered insulin injections and changed the infusion site to address the elevated blood glucose level. Nurse indicated that this issue occurred only with this type of infusion set. She indicated that patient will switch the type of infusion set she is currently using. Product had been discarded, therefore, will not be returned for evaluation.